Manufacturer narrative:
Additional information: the field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions with battery voltage above its elective replacement indicator (eri). Further analysis performed indicated the icm exhibited normal device characteristics and is within projected longevity.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and the patient was stable with no adverse consequences.